Manufacturer narrative:
A review of the manufacturing record was performed and met specifications. Complaint records were reviewed and showed no similar complaints reported for this order number. Visual inspection of the optic took place and no optical deviations were found. Halos and glare are a known and labeled possible side effect of all multifocal intraocular lenses.

Event description:
It was reported the patient was unsatisfied with their vision results following implantation of a multifocal intraocular lens. The lens was removed without complication or injury 8 months after original implant date.

Manufacturer narrative:
The lens was received, analysis is ongoing at the manufacturing site. Lens met all manufacturing specifications prior to release. Halos and glare are a known and labeled possible side effect of all multifocal lens implants. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.